Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. Actions have been taken to address the reported condition. If a sample is received at a later date, this complaint will be reopened for further investigation.

Event description:
The customer reported that during manipulation of the gastrostomy tube to empty drainage, the catheter button was displaced, gastrostomy tube #24 was dislodged, and the catheter was not inflated.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.